Event description:
It was reported, during an implant procedure, the physician was unable turn the distal screw out of the lead tip. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode would consistently extend within six turns. Helix, fully extended, measured .075 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.